Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. Through implant patient registry it was learned that a 33mm 7300tfx valve implanted in the tricuspid position was explanted after an implant duration of 2 years, 11 months due to unknown reason. The explanted valve was replaced with a 33mm 11400m valve. The patient was in recovery post procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Through implant patient registry it was learned that a 33mm 7300tfx valve mitral valve implanted in the tricuspid position was explanted after an implant duration of two (2) years, 11 months, due to severe symptomatic tricuspid regurgitation. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration.... Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Central regurgitation can also develop progressively if host fibrotic tissue grows onto the bioprosthetic valve. The growth may interfere with functionality of the device as the leaflet motion may be restricted leading to abnormal coaptation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. The most likely cause is patient factors, including implantation in the tricuspid position, adherence of the leaflets to the native leaflet subvalvular apparatus, and patient history of coronary artery disease.

Manufacturer narrative:
H10. Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a 33mm 7300tfx valve mitral valve implanted in the tricuspid position was explanted after an implant duration of two (2) years, 11 months, due to severe symptomatic tricuspid regurgitation. A 33mm 11400m valve was implanted in replacement. Per medical records, the patient underwent a redo tvr and CABG x2. Intraoperative findings showed tricuspid valve was without degeneration, however, there was adherence of the leaflets to the native leaflet subvalvular apparatus creating the regurgitation. The valve was removed the adherent leaflet tissue was bluntly dissected off the leaflets. Sutures were placed around the annulus making sure to reef any subvalvular tissue. The 33mm 11400m valve was secured into place using the cor knot device. Post bypass showed no tr. The patient tolerated the procedure well and was transferred to cardiovascular ICU for recovery. On pod #7, the patient discharged home in stable condition with 81mg aspirin daily and to resumed coumadin. Pathology report: intact synthetic tricuspid valve. The leaflets demonstrate incomplete closure.